Event description:
It was reported that the insulin pump had cracks near the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a broken solder joint on the power connector at the interface board. In addition, the device had cracks around the tube threads.